Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited far field r wave over-sensing. Programming changes were made. There were no patient consequences.